Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during sigmoidectomy, the surgeon started to squeeze the handle however could not fire the device. Replaced the device with a new cartridge and connected to the same handle ,and the firing was completed. There was no patient involvement .

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during sigmoidectomy, the surgeon started to squeeze the handle however could not fire the device. There was no patient involvement .